Event description:
It was reported that during surgery, the tip of the device detached and an x-ray was needed to locate and remove the tip so that the procedure could be completed.

Event description:
It was reported that during surgery, the tip of the device detached and an x-ray was needed to locate and remove the tip so that the procedure could be completed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. Visual inspection confirmed the alleged tip breakage. The missing flower shaped electrode portion was also returned for evaluation. The rest of the electrode was visible inside the ceramic tip. Some visual wear marks were observed on the ceramic , lumen and insulation. The device history record of this lot disclosed no discrepancies that could contribute to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, assembly process and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.